Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring third-party treatment of "dextrose" (type/dose unspecified) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Data analysis was consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring third-party treatment of "dextrose" (type/dose unspecified) by a healthcare professional. There was no report of death or permanent impairment associated with this event.